Event description:
Four vaccines were given to a new employee. Safety device activated on all needles after each injection. When picking up syringe used to give tdap (easy touch fliplock safety syringe- mhc medical products) to place in sharps container, felt a stick in left palm and saw one drop of blood. Looked at syringe and noted the needle was not aligned with the safety device. It was making a "click" sound even when it was not correctly in the safety feature. It was passing to the right of the safety device while trying to activate the safety feature on the needle. FDA safety report ID # (B)(4).